Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-16, information was received from a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 1,100 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient had a volume discrepancy (arv>erv). The actual reservoir volume (arv) was 8.4 and the expected reservoir volume (erv) was 1.3. The rep noted that this has been an ongoing issue (past couple of months) and "volumes have been traditionally high for the past couple of months". The rep stated that they have increased the baclofen concentration and dose and it doesn¿t lead to any improvement. The rep noted that they would be doing a dye study on the date of this call. No specific symptoms mentioned.